Event description:
It was reported that during routine follow-up of the recently implanted atrial lead, capture and sensing anomalies were observed. The patient was asymptomatic. An x-ray was performed and it was determined that the lead had dislodged. The lead was explanted and replaced on (B)(6) 2014.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.